Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [False positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A 79-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2, device expiration date: 28mar2024. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 20aug2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. Additional information: caller is reporting that he took a lucira by pfizer covid flu test on (B)(6) where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covidresult and a negative flu a result. Customer wanted to check on the expiration date for the following test unit: (B)(4). Customer contacted on (B)(6)2024 reporting one invalid result, false positive. Customer did not provide evidence. Date in which the initial test was run on (B)(6)2024. Total tests run before getting this false positive is one. The person tested, contacted a healthcare provider. The person tested undergoing treatment. Covid led status: positive: on. Flu a led status: positive: on. Flu b led status: did not reply. Samples not available. As of (B)(6)2024, the caller (patient) was calling becausehe had a couple of lucira covid and flu home tests by pfizer which both expired on 28mar2024. Because of some symptoms he developed he used one of the tests and it was positive for both covid 19 and influenza a. He contacted his healthcare provider and went through paxlovid treatment for covid and an antiviral for the flu and about 6-7 days later after going through the treatment he used the other test and got a negative for the flu but it was another positive for the covid. He was told that probably meant little with respect to covid but he was put on antibiotics for a potential bacterial infection. On (B)(6)2024 started he stated the paxlovid and the second positive was on (B)(6)2024. He explained that the expiration of the lucira test he took was only about 5 months before and it was a previous adjusted expiration (he did not explain this further). After he had the first positive test, he contacted his doctor because he was thinking he needed to do another test; the doctor provided a remote session and prescribed the paxlovid and the antiviral so he did not get another test at that point. When tried to verify if this was the otc home test, he stated it had an outer carton and inner carton, the outer carton was home test to treat covid- 19 and the flu emed test treat kit and inside the outer folder it has a different box lucira by pfizer. The inner box was two toned blue and said lucira by pfizer but the outer box was white background and said home test treat program. He got it from a government program. He explained that when he went back to the provider, he thought he was going to get a current test but they said they didn't think anything further is needed. Given his status they did not feel he needed further treatment. The caller stated he is inclined to think the test was working. As of (B)(6)2024, the caller stated he took a lucira covid and flu home test by pfizer and tested positive for covid19 and influenza a, and it also gave a negative test for influenza b. For the lucira tests, states he does not have the first kit to provide and has no lots, expirydates, ndc numbers or UDI numbers for any component of that first kit. He thinks the one he does have is the 2nd one he used and received both of them probably a year or something ago together and did not get them separate so he thinks the information would be the same. The expiry date is the same for both of them for the inner carton and the outer carton and they had the kits inside and he thinks there was an earlier expiration on the kit inside than was on the box for both kits he used. He would assume the date of (B)(6)2024 was the adjusted expiration date but it is on the box itself so maybe not. The lot number on the inner package is k10a110812223m2 and the expiry date is 28mar2024, and he does not see a ndc on this inner packaging. There is another identifying number called ref so some kind of reference he guesses and there is ref (B)(4) and another number called test kit number 3b0c2t3m. The outer packaging has no expiry date or lot or ndc and he does not see anything like that on the inner package and it has a bar code and one of those read with your phone qr code/UDI numbers and a long number below it but not on it and there are three long series of numbers and lettersbelow it and one is (B)(4), the next is (B)(4) so that is the lot number and the next is (B)(4) and that is the expiration date or appears to be what it is but it does not have 2024 just has 24. He does recall that on the internal packaging it had expiry date 02jul2023 for both kits and not the internal cardboard package but the sealed plastic package that had the parts of the kit in it and one or more of the kits was sealed in plastic packaging with expiry date 02jul2023. The reporter considered "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (09sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp. Updated information: event onset date, clinical courses. Followup (12sep2024): this is a spontaneous follow-up report received from a same consumer or other non-hcp. Updated information: patient age, expiration date, clinical courses. Follow-up (12sep2024): this is a spontaneous follow-up report received from a same consumer or other non-hcp. Updated information: product information, lab tests.

Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [False positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A 79-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2, device expiration date: 28mar2024. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset (B)(6) 2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Therapeutic measures were taken as a result of false positive investigation result. Additional information: caller is reporting that he took a lucira by pfizer covid flu test on (B)(6) where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer wanted to check on the expiration date for the following test unit: k10a110812223m2. Customer contacted on 05sep2024 reporting one invalid result, false positive. Customer did not provide evidence. Date in which the initial test was run on 20aug2024. Total tests run before getting this false positive is one. The person tested, contacted a healthcare provider. The person tested undergoing treatment. Covid led status: positive: on. Flu a led status: positive: on. Flu b led status: did not reply. Samples not available. As of (B)(6) 2024, the caller (patient) was calling because he had a couple of lucira covid and flu home tests by pfizer which both expired on 28mar2024. Because of some symptoms he developed he used one of the tests and it was positive for both covid 19 and influenza a. He contacted his healthcare provider and went through paxlovid treatment for covid and an antiviral for the flu and about 6-7 days later after going through the treatment he used the other test and got a negative for the flu but it was another positive for the covid. He was told that probably meant little with respect to covid but he was put on antibiotics for a potential bacterial infection. On (B)(6) 2024 started he stated the paxlovid and the second positive was on (B)(6) 2024. He explained that the expiration of the lucira test he took was only about 5 months before and it was a previous adjusted expiration (he did not explain this further). After he had the first positive test, he contacted his doctor because he was thinking he needed to do another test, the doctor provided a remote session and prescribed the paxlovid and the antiviral so he did not get another test at that point. When I tried to verify if this was the otc home test, he stated it had an outer carton and inner carton, the outer carton was home test to treat covid- 19 and the flu emed test treat kit and inside the outer folder it has a different box lucira by pfizer. The inner box was two toned blue and said lucira by pfizer but the outer box was white background and said home test treat program. He got it from a government program. He explained that when he went back to the provider he thought he was going to get a current test but they said they didn't think anything further is needed. Given his status they did not feel he needed further treatment. The caller stated he is inclined to think the test was working. The reporter considered "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (09sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp. Updated information: event onset date, clinical courses. Follow-up (12sep2024): this is a spontaneous follow-up report received from a same consumer or other non-hcp. Updated information: patient age, expiration date, clinical courses.

Event description:
[Preferred term] customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [False positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset on (B)(6) 2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result.". Therapeutic measures were taken as a result of false positive investigation result. Additional information: caller is reporting that he took a lucira by pfizer covid flu test on (B)(6) where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer wanted to check on the expiration date for the following test unit: k10a110812223m2. Customer contacted on (B)(6) 2024 reporting one invalid result, false positive. Customer did not provide evidence. Date in which the initial test was run on (B)(6) 2024. Total tests run before getting this false positive is one. The person tested, contacted a healthcare provider. The person tested undergoing treatment. Covid led status: positive: on. Flu a led status: positive: on. Flu b led status: did not reply. Samples not available. The reporter considered "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction).

Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [False positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: (B)(4). A 79-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test),, device lot number: k10a110812223m2, device expiration date: 28mar2024. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 20aug2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result.". Relevant laboratory tests and procedures are available in the appropriate section. Therapeutic measures were taken as a result of false positive investigation result. The reporter considered "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device for lot number k10a110812223m2: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110812223m2, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110812223m2. No quality issues related to lot k10a110812223m2 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110812223m2 remains acceptable for further distribution. Device engineering investigation: the complaint occurred on (B)(6)2024, after the expiry date of 28mar2024; hence, the product was expired during use. There is no evidence that the device constituent part did not perform as expected during its defined shelf-life. As such, this device engineering investigation should be cancelled additional information: caller is reporting that he took a lucira by pfizer covid flu test on (B)(6)2024 where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer wanted to check on the expiration date for the following test unit: k10a110812223m2. Customer contacted on (B)(6)2024 reporting one invalid result, false positive. Customer did not provide evidence. Date in which the initial test was run on (B)(6)2024. Total tests run before getting this false positive is one. The person tested, contacted a healthcare provider. The person tested undergoing treatment. Covid led status: positive: on. Flu a led status: positive: on. Flu b led status: did not reply. Samples not available. As of (B)(6)2024, the caller (patient) was calling because he had a couple of lucira covid and flu home tests by pfizer which both expired on (B)(6)2024. Because of some symptoms he developed he used one of the tests and it was positive for both covid 19 and influenza a. He contacted his healthcare provider and went through paxlovid treatment for covid and an antiviral for the flu and about 6-7 days later after going through the treatment he used the other test and got a negative for the flu but it was another positive for the covid. He was told that probably meant little with respect to covid but he was put on antibiotics for a potential bacterial infection. On (B)(6)2024 started he stated the paxlovid and the second positive was on (B)(6)2024. He explained that the expiration of the lucira test he took was only about 5 months before and it was a previous adjusted expiration (he did not explain this further). After he had the first positive test, he contacted his doctor because he was thinking he needed to do another test, the doctor provided a remote session and prescribed the paxlovid and the antiviral so he did not get another test at that point. When tried to verify if this was the otc home test, he stated it had an outer carton and inner carton, the outer carton was home test to treat covid- 19 and the flu emed test treat kit and inside the outer folder it has a different box lucira by pfizer. The inner box was two toned blue and said lucira by pfizer but the outer box was white background and said home test treat program. He got it from a government program. He explained that when he went back to the provider, he thought he was going to get a current test but they said they didn't think anything further is needed. Given his status they did not feel he needed further treatment. The caller stated he is inclined to think the test was working. As of (B)(6)2024, the caller stated he took a lucira covid and flu home test by pfizer and tested positive for covid19 and influenza a, and it also gave a negative test for influenza b. For the lucira tests, states he does not have the first kit to provide and has no lots, expiry dates, ndc numbers or UDI numbers for any component of that first kit. He thinks the one he does have is the 2nd one he used and received both of them probably a year or something ago together and did not get them separate so he thinks the information would be the same. The expiry date is the same for both of them for the inner carton and the outer carton and they had the kits inside and he thinks there was an earlier expiration on the kit inside than was on the box for both kits he used. He would assume the date of (B)(6)2024 was the adjusted expiration date but it is on the box itself so maybe not. The lot number on the inner package is k10a110812223m2 and the expiry date is 28mar2024, and he does not see a ndc on this inner packaging. There is another identifying number called ref so some kind of reference he guesses and there is ref (B)(4) and another number called test kit number 3b0c2t3m. The outer packaging has no expiry date or lot or ndc and he does not see anything like that on the inner package and it has a bar code and one of those read with your phone qr code/UDI numbers and a long number below it but not on it and there are three long series of numbers and letters below it and one is (B)(4), the next is (B)(4) so that is the lot number and the next is (17) 240328 and that is the expiration date or appears to be what it is but it does not have 2024 just has 24. He does recall that on the internal packaging it had expiry date 02jul2023 for both kits and not the internal cardboard package but the sealed plastic package that had the parts of the kit in it and one or more of the kits was sealed in plastic packaging with expiry date 02jul2023. Follow-up (09sep2024): this is a spontaneous follow-up report received from a consumer or other non-hcp. Updated information: event onset date, clinical courses. Follow-up (12sep2024): this is a spontaneous follow-up report received from a same consumer or other non-hcp. Updated information: patient age, expiration date, clinical courses. Follow-up (12sep2024): this is a spontaneous follow-up report received from a same consumer or other non hcp. Updated information: product information, lab tests. Follow-up (25oct2024 and 01nov2024): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term] customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [Expired device used], customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result. [False positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group and medical information team, program ID: 204185. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110812223m2. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset (B)(6) 2024, outcome "unknown" and all described as "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Therapeutic measures were taken as a result of false positive investigation result. Additional information: caller is reporting that he took a lucira by pfizer covid flu test on (B)(6) where he got a positive covid and flu a result. A week later another lucira by pfizer test gave him a positive covid result and a negative flu a result. Customer wanted to check on the expiration date for the following test unit: k10a110812223m2. Customer contacted on (B)(6) 2024 reporting one invalid result, false positive. Customer did not provide evidence. Date in which the initial test was run on (B)(6) 2024. Total tests run before getting this false positive is one. The person tested, contacted a healthcare provider. The person tested undergoing treatment. Covid led status: positive: on. Flu a led status: positive: on. Flu b led status: did not reply. Samples not available. The reporter considered "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Associated to covid-19 and influenza ivd device. Causality for "customer performed two expired lucira by pfizer covid & flu tests that gave him a false positive result." Was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (09sep2024): this is a spontaneous report received from a consumer or other non-hcp. Updated information: event onset date, clinical courses.